Event description:
New information noted the atrial lead was capped and replaced during a procedure on (B)(6) 2018 due to fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic with noise on the atrial lead. The patient was asymptomatic and the lead would continue to be monitored.